Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. The customer stated insulin was able to exit from the tubing when a push plunger. It was found the insulin pump alarmed no delivery with a manual prime. Customer was advised their insulin pump needed to be replaced. The customer's blood glucose was 342 mg/dl. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.